Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9821 apollorf xl90 wand was clogged and the metal tip/face burned. This occurred during a shoulder scope, where they cleaned the face multiple times with a spinal needle and metal scrub pad but opened another wand to complete the case. The patient was not burned during this event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.